Event description:
Reference number (B)(4). Event occurred in the united states. On 21-jun-2024, it was reported that patient faced infusion set cannula crimped event. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 430 mg/dl at the time of event. No further information available.